Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available after follow up was attempted. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation (a fib) procedure, a polarmap catheter was selected for use. The case proceeded as usual; a radiofrequency (rf) ablation was used to touch up the right superior pulmonary vein. After about an hour of ablating, when the polarx cryoballoon and polarmap were withdrawn from the left atrium to the right atrium, the physician noticed a pericardial effusion they believed to be due to a perforation via a non-boston scientific ice catheter. The effusion was posterior to left ventricle (lv) the patient was monitored for 20 minutes, and effusion did not grow. The appearance of the pe was significantly larger and more noticeable after the procedure. No difficulties or complications noted during the procedure. The perforation was only noticed at the very end of the case, but the physician believes it had already closed off because the effusion did not get any bigger at the end of the procedure. A pericardiocentesis was not required and the procedure was completed. The patient fully recovered and was not admitted to hospital beyond standard of care. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation (a fib) procedure, a polarmap catheter was selected for use. The case proceeded as usual; a radiofrequency (rf) ablation was used to touch up the right superior pulmonary vein. After about an hour of ablating, when the polarx cryoballoon and polarmap were withdrawn from the left atrium to the right atrium, the physician noticed a pericardial effusion they believed to be due to a perforation via a non-boston scientific ice catheter. The effusion was posterior to left ventricle (lv) the patient was monitored for 20 minutes, and effusion did not grow. The appearance of the pe was significantly larger and more noticeable after the procedure. No difficulties or complications noted during the procedure. The perforation was only noticed at the very end of the case, but the physician believes it had already closed off because the effusion did not get any bigger at the end of the procedure. A pericardiocentesis was not required and the procedure was completed. The patient fully recovered and was not admitted to hospital beyond standard of care. The device is not expected to be returned for analysis (disposed).